Event description:
Patient reported the aligners cause their teeth to become loose. They seen a periodontist who confirmed it was because of the aligners and not being properly monitored.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.